Event description:
It was reported while using BD Vacutainer® SST¿ Blood Collection Tubes, blood sample leakage occurred with one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: Initial Reporter Facility Name: (b)(6) Hospital. There were multiple 510K numbers reported to be involved. The information is as follows: G.4. PMA / 510(k)#: K230855A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.